Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the eval of the device, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.